Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise reversions due to electromagnetic interference that trigged inhibition of pacing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not provided